Manufacturer narrative:
At the completion of the investigation, the reported false negative was confirmed. The possible root cause of the failure could be a ble (bluethooth low energy) issue and ble reset which interfered with recording of the button press to time stamp events.

Event description:
During the compilation of the final report, there was an asymptomatic arrhythmia that was not detected during wear duration, a false negative was reported to the physician.